Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. The patient was in a ventricular tachycardia (vt) and the shock converted the rhythm. This s-ICD remains in service. No adverse patient effects were reported.